Manufacturer narrative:
Correction: device manufacture date was previously blank and was incorrect. The correct is jan 17, 2008.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector portion measuring 9.9 cm was returned for analysis. Final analysis found a full breach degradation of the outer insulation noted at 4.5cm to 4.6cm.

Event description:
This report is to advise of an event observed during analysis.